Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The exp date is currently unavailable. (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 6/12/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a meniscal repair procedure, the sales rep's first truespan peek 12 degree was inserted into the meniscus and the surgeon deployed the first implant. While backing out, the surgeon noticed that the second implant had deployed along with the first. The sales rep stated they opened the rep's second truespan peek 12 degree and the same malfunction occurred. All four implants deployed by the two devices were removed with suture scissors and a grasper. The sales rep stated that the triggers on both device were fully depressed until the click, the tip of the needles were buried in the meniscus, the meniscus was penetrated until the depth stop, and a probe was not being used at the time. The case was completed with a competitor's device without patient harm, but there was a two minute surgical delay to open another device. The devices were discarded by the customer. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.